Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation as the clip remains in the patient anatomy. The analysis of this complaint was an assessment of the manufacturing records and information provided to abbott vascular. The investigation determined that the reported slda resulting in incomplete coaptation was a result of patient anatomy/morphology. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The patient effects of dyspnea and worsening mr are listed in the mitraclip system instructions for use (IFU) as known possible complications associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling.

Event description:
This report is being filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet, which required additional treatment. It was reported that on (B)(6) 2015, the mitraclip procedure was to treat degenerative mitral regurgitation (mr) with a grade of 3. The mitral valve was challenging due to a cleft in the posterior leaflet; however, the leaflets were successfully grasped and the clip was successfully deployed, reducing mr to 1. The procedure was completed with no device or procedure issues. On (B)(6) 2015 during routing follow-up, the patient complained of dyspnea. Echocardiogram revealed that mr had increased to 3-4, and a single leaflet device attachment (slda) of the deployed clip was noted. Reportedly, the slda possibly occurred due to the cleft in the posterior leaflet. The patient is currently being medically managed with medication and an additional mitraclip procedure has been tentatively scheduled for (B)(6) 2015. There was no additional information provided.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial medwatch report, it was reported that on (B)(6) 2015, two additional clips were deployed to treat the slda reducing mr to 1. There was no reported adverse patient sequela and the patient has since been discharged. There was no additional information provided.